Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2016 and the mesh was implanted. The patient experienced intra-operative left sided bladder perforation and bleeding which required indwelling catheter for one week before a trial of void was initiated. The patient also experienced severe and chronic peritoneal pain and recurrent uti's. Mesh was explanted on (B)(6) 2017. No further information is available.